Manufacturer narrative:
(B)(6). The two (2) samples were returned for evaluation. A visual inspection was performed and it was noted that the coil caps were separated from the housing. The direct cause of the separated coil caps was due to malformed housing caused by high heat. The reported condition was verified. The cause of the high heat could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of two (2) large volume infusors were loose. The loose caps were discovered before use. There was no patient involvement. No additional information is available.